Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation in (B)(6) 2015. Lead diagnostics revealed invalid impedance measurements. Reprogramming attempts did not provide resolution. X-rays identified no anomalies. In turn, the patient will meet with the physician as the next course of action. The patient's lead was implanted approximately in (B)(6) 2013.